Event description:
Upon inspection of the sigma spectrum IV pump, it was discovered that the wireless module battery pack had burned through the plastic of the wireless module and showed signs of actually burning or smoking the outside case of the sigma spectrum pump. Upon further investigation of the battery pack, a strong odor from the inside of the wireless module indicated that the unit had burned inside. When the case was broken apart, an arc of fire from the flex cable was noticed.